Manufacturer narrative:
The device was returned for analysis. The reported leak was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that inadvertent mishandling resulted in the noted cracked hose assembly portion of the indeflator; this resulting in the reported leak; however this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an indeflator was used to attempt to inflate an unspecified balloon catheter; however, the balloon did not inflate when the handle was turned. The procedure was successfully completed with a new indeflator. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.